Event description:
This device was received on (B)(6) 2013 from the field. According to a phone call to the (B)(4) sales representative, this patient underwent cardio version twice on (he believes) (B)(6) 2013. After the second time, the device would no longer interrogate and so was explanted and replaced with another reply dr on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The final analysis is pending from the manufacturer.

Manufacturer narrative:
November 24, 2013 the final analysis is pending from the manufacturer.

Event description:
This device was received on 11/11/2013 from the field. According to a phone call to the sorin sales representative this patient underwent cardio version twice on (he believes) (B)(6) 2013. After the second time, the device would no longer interrogate and so was explanted and replaced with another reply dr on (B)(6) 2013.